Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has had difficulty charging his scs ipg for the past 3 months. A replacement charger sent to the pt did not resolve the issue. F/u identified the pt is now unable to communicate with her ipg and external devices. The pt stated her pt programmer displays a communication 'error.' Surgical intervention is planned for a later date to address the issue.